Event description:
The pt is a (B)(6) male with marfans syndrome, who on (B)(6) 2008 underwent an aortic valve replacement with replacement of his arch root secondary to aortic dissection. This was his second aortic valve replacement, the first being years ago with a tissue valve. He had difficulty with sub-therapeutic inrs during his post-op course. He presented to an outside hosp on (B)(6) 2008 complaining of fever on and off for 2 weeks, documented to 100.3, and a petechial rash. He was alert and neurologically intact on initial presentation but evolved some soft neurologic signs and symptoms such as a left sixth cranial nerve palsy, and weakness in the rue. He was also noted to have petechiae scattered around. His initial CT showed a couple of isolated areas of cerebral hemorrhage. He was transferred to (B)(6) on (B)(6) for further eval and treatment. After admission in (B)(6), his neurologic condition deteriorated, and repeat CT showed new areas of hemorrhage, so he was treated by the neurosurgical service with a craniotomy on (B)(6) with evacuation of the hemorrhagic lesions and insertion of drainage tubes. Since his neurosurgical procedure, he was maintained on a ventilator. The etiology of his multi-focal bleeding was felt by several examiners to be secondary to septic emboli from endocarditis on his mechanical valve, but there was difficulty in making the diagnosis as he didn't meet the criteria for endocarditis. They couldn't get any positive blood cultures, he showed no vegetations on echo and so on. However, he was being treated empirically for endocarditis, and endocarditis was the initial diagnosis at the outside hosp. After his neurosurgical procedure on (B)(6), he required another procedure on (B)(6) for evacuation of reaccumulated hemorrhage, from which he never regained consciousness and remained on a ventilator. He expired on (B)(6) 2008. The gross autopsy report shows evidence of vegetations on the aortic graft but none on the prosthetic aortic valve. The comment was made that the aortic root is suspicious as a source of septic emboli. The gross autopsy also showed evidence of multi septic emboli and micro-abscesses within the cardiac muscle, liver parenchyma, and kidney parenchyma.

Manufacturer narrative:
Valve is at pathology for eval. Conclusions await that analysis.